Manufacturer narrative:
Subject device has been received and an investigation has been performed on 03.010.047 and 03.010.045: visual inspection: handle presents deformations along the grooves, notch for aligning with the nail is intact, DHR no findings; dimension: could not be verified due to the damage incurred material & hardness: checked at the time of the manufacturing. The connector (03.010.047) and the insertion handle (03.010.045) were returned in disassembled condition. The handle presents deformations primarily along the grooves; the notch for aligning with the nail is intact. The connector is not functioning as the turning handle (03._010_047_2) is completely stuck in the handle adapter (03_010_047_1) and it was not possible to detach the two items from each other. There are a lot of scratches and wear marks on the surface. Additionally one arm of the slider is bent outwards; the surfaces of the slider are worn and damaged. The review of the production history revealed that both parts were manufactured according to the specifications (03.010.047 in dec 2011, 03.010.045 in jan 2012). No manufacturing related issues that would have contributed to this complaint were found. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. In addition the hardness parameters were checked and found comply with the specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformance's and we can only assume that high applied force caused this damage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part #03.010.045 / lot #7706991. Manufacturing location: (B)(4). Manufacturing date: 10. Jan 2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017 for tibia fracture the connector got stuck on the insertion handle while placing the nail. They were not able to remove the connector from the handle during the surgery. There was a delay of 15 minutes. There was no patient harm and the outcome is good. The procedure was successfully completed. This complaint involves 1 part. Concomitant reported part: 1x unknown expert tibia nail (etn). This report is 1 of 1 for (B)(4).